Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7047328.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices were not returned due to facility policy.